Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that endoscope rotated automatically, and the universal surgical manipulator (usm) moved inversely. Before contacting the tse, the customer powered off, undocked, but the issue persisted upon powering on the system. The tse had the customer remove the endoscope, clear guided tool change (gtc) and then reinstall the endoscope, but the issue was not resolved. The customer used a new endoscope, and the issue was resolved. The procedure was continued with a backup endoscope and completed as planned with no reported injury.